Event description:
It was reported that the patient faced infusion set issues on (B)(6) 2026, since patient reported deployment was unsuccessful due to deployment button being pressed only on one side during deployment step.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).